Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: per follow up calls on: on (B)(6) 2017: spoke with customer who stated she had been to the doctor today and that her daughter wanted to speak with me. Tried calling daughter again without response. On (B)(6) 2017: customer called in regarding the call backs she received. Customer became very irate about not being informed that the calls were being monitored and recorded. I apologize to customer and attempted to assist her further. Customer stated her daughter will call back on her behalf. Several attempts have been made thereafter. Unable to reach customer or daughter.

Event description:
Consumer called inquiring about true result meter accompanied by symptoms. The customer is concerned with symptoms. The customer's expected fasting blood glucose test result range is 95 to 116mg/dl. The customer did report feeling symptoms of hazy vision and tingling on finger tips. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms at the time of the call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/24/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.